Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Analysis was normal.

Event description:
It was reported that an alert was delivered due to high high voltage lead impedance. Increased pacing lead impedance was noted on both the sens/pace portion of the lead. The lead was explanted and replaced.